Event description:
It was reported, that the device failed the patient side occlusion test, during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Correction in e3, g2. A patient side (lower) pressure sensor failure was confirmed. And replicated, during testing. Testing of the returned alaris¿ pump model 8100 confirmed, that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part. And allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced patient side pressure sensor, due to failed patient side occlusion. As found software version 12.1.0.76, as left software version 9.33.0.50. A review of the device history record, showed the device had a manufacture date of 08jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Correction in e2, e4, g2.

Event description:
It was reported that the device failed the patient side occlusion test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the patient side occlusion test during preventive maintenance. There was no patient involvement.